Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in hospital for an unrelated reason, intermittent loss of capture was noted on the his bundle (right ventricular) (rv) lead. Unstable thresholds were also noted and it was concluded that the patient was developing intermittent heart block below the level of the his. The lead was explanted and replaced on the rv septum. No further patient complications have been reported as a result of this event.